Event description:
It was reported the patient felt a burning sensation on their left side from their knee to their hip 2-3 days prior to this report. The burning sensation came and went and it ¿burned like the devil.¿ the burning sensation had started 6-7 years ago when they first had the implant, but it had gone away. The patient¿s parkinson¿s symptoms were fine, but their memory was not that good. Three weeks prior to this report, the patient was diagnosed with lung cancer and they had surgery on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID 3387s-40, lot# v657037, implanted: (B)(6) 2011, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3387s-40, lot# v657037, implanted: (B)(6) 2011, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3387s-40, lot# v650839, implanted: (B)(6) 2011, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).